Event description:
In 2008, the pt reported that she found insulin in the cartridge compartment of her infusion device during a cartridge change. She believes insulin leaked from the insulin cartridge into the infusion device. She stated that there were also air bubbles in the insulin cartridge. She stated that the insulin cartridge did not appear to be cracked. She stated that there was still insulin in the cartridge compartment of the infusion device after inserting a new insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.